Event description:
It was reported that in los day 9, the perfusion team experienced an integrated sensor error during a vpa run. Sensor loss began with error code "tart disconnected" paired with intermittent loss of the tart digital result and yellow error code flashing in tandem with the acoustic alarm. Within 2 hours the sensor error progressed to a complete loss of all 4 integrated continuous measurements (venous pressure, arterial pressure, internal pressure, & arterial temp) and a resultant loss of delta p. The error code "part sensor defective" displayed continuously. The clinical team performed a black sensor cable changeout with no resolution. The cardiohelp was exchanged. There was no visible damage on the hls cable. After multiple rounds of trouble shooting, it was concluded that the integrated sensor(s) within the disposable itself were defective. The hls set was exchanged on (B)(6) 2024 at approximately 13:00. All errors resolved immediately with the new disposable in place. The new cardiohelp was able to display all 4 integrated continuous measurements on a saline primed disposable set prior to swap out with the defective hls set. Both the cardhiohelp and its black sensor cable functioned properly with the new primed set after troubleshooting ended. No external pressure sensor is being used by the customer. The failure occurred during treatment. No harm to any person has been reported. A pressure reading failure can lead to a pump stop during treatment, if the intervention is set by the user. In addition, the hls set and the cardiohelp were exchanged during treatment. Therefore, a report is needed. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that in los day 9, the perfusion team experienced an integrated sensor error during a vpa run. Sensor loss began with error code "tart disconnected" paired with intermittent loss of the tart digital result and yellow error code flashing in tandem with the acoustic alarm. Within 2 hours the sensor error progressed to a complete loss of all 4 integrated continuous measurements (venous pressure, arterial pressure, internal pressure, & arterial temp) and a resultant loss of delta p. The error code "part sensor defective" displayed continuously. The clinical team performed a black sensor cable changeout with no resolution. The cardiohelp was exchanged. There was no visible damage on the hls cable. After multiple rounds of trouble shooting, it was concluded that the integrated sensor(s) within the disposable itself were defective. The hls set was exchanged on 2024-05-15 at approximately 13:00. All errors resolved immediately with the new disposable in place. The new cardiohelp was able to display all 4 integrated continuous measurements on a saline primed disposable set prior to swap out with the defective hls set. Both the cardiohelp and its black sensor cable functioned properly with the new primed set after troubleshooting ended. No external temperature sensor was used by the customer. No failure was detected during priming. The failure occurred during treatment. No harm to any person has been reported. A pressure reading failure can lead to a pump stop during treatment, if the intervention is set by the user. In addition, the hls set and the cardiohelp were exchanged during treatment. Therefore, a report is needed. The affected product is not available for technical investigation as the hls set could not be investigated, given that the customer could not confirm the presence of infection in the device. A medical consultation was performed by getinge medical affairs on 2024-08-09 with following conclusion: numerous possibilities exist for the sensors to fail during use. From one picture attached to the complaint it seems that some form of leak was responsible for blood to enter the sensor housing and causing the failure. This has no clear connection to the regular medical application. A lce review was performed by getinge life-cycle-engineer on 2024-08-12 with following conclusion: the following evaluation is based on the available description of the event and the provided photo documentation. Taking this information and our experience into account, the following root cause is plausible: the photo documentation shows that blood residues are present in the sensor housing of the blood outlet connector and are accordingly in contact with the internal electronic components (tart, part, associated circuit board, etc.). Moreover, it is also visible that the temperature sensor circuit board shows signs of corrosion. The marks of corrosion indicate electrochemical corrosion of the electronic components. This type of corrosion occurs when an electrolyte is involved. If an electrical voltage is applied, the corrosion process is accelerated. The corrosion and the resulting damage and deposits can impair the affected electronic components negatively and lead to the total failure of electronic components. Since - as described above - there is an accumulation of blood in the sensor housing, it can be assumed that there must be a leakage inside the connector. Most probably at the adhesive connection of the pressure sensor itself. The (stepwise) failure of the entire sensor system - starting with the tart - is most likely due to a leakage within the blood outlet connector. Possibly a leakage at the bonding of the arterial pressure sensor in the blood outlet connector. According to the instruction for use of the hls set, in chapter preparation and installation) the pressure sensors have to be checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the instruction for use of the hls set in chapter ¿safety instructions for the oxygenator¿ it is stated that the temperature sensors have to be checked before each use. Further in case of a failing arterial temperature sensor an external sensor can be connected (instruction for use of the cardiohelp (IFU), chapter "connecting external temperature sensors"). The production records of the affected product were reviewed on 2024-08-09. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. Based on the results, and the photo provided, the reported failure "pressures and temperature not reading" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).